Event description:
Dr remarked "I've been hit in the head with something." O.r. Tech remarked a piece of dental pick, instrument used in procedure was missing. Not seen or found in pt's right ankle. Ankle was x-rayed, xiscanned, and irrigated. Films reviewed by md and not seen in op site or surrounding area of affected ankle.